Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during fill. Gts explained the alarms and assisted the home patient (hp) to clear the alarm by cycling power. The hp stated that the heater bag was not connected properly and was pulling air into the line. Gts reviewed proper procedures and explained the hp would need to start over with new supplies. Gts advised the hp to contact the nurse. Product surveillance (ps) spoke with the hp's clinic and explained the alarm and use error. No injury or intervention was reported. Hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).